Manufacturer narrative:
Section a: further patient information was not provided. The patient identifier in a1 is reflective of all available information. Section d4: device serial number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the site for a required system controller exchange due to a broken black power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black power cable was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was exchanged; however, the controller was not returned for analysis. Provided information stated that no log files were available. No photos were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.